Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; resets to factory default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: review of the black box data revealed record of time/date reset to factory default setting on january 19, 2015 following battery change. On investigation, the pump was exercised for 24 hours without issue. The battery was then removed from the pump for 6 hours and the time and date reset to the factory default setting. Investigation duplicated the complaint. The pump was opened for investigation and revealed the internal clock battery was leaking and was unable to hold a charge. Unrelated to the original complaint, the display was noted to be dim and discolored.